Event description:
Imp ref # (B)(4).

Manufacturer narrative:
The problem could not be duplicated. Tested this unit and it passed calibration tests with no issue. However, the gas unit cd-237p was changed as precautionary measures and returned to the customer. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of any product and this report only represents an enhancement to the reporting criteria going forward.